Event description:
During the cardiomems sensor implant procedure, the patient experienced hemoptysis and it was confirmed that a pulmonary artery perforation occurred. The patient oxygen saturation and blood pressure dropped, and the patient was then intubated and transferred to the ICU. After the patient was intubated, the bleeding stopped on its own. Vasopressin was administered for low blood pressure. Patient is reported to be "doing well" and is extubated. The physician believes the perforation was caused by the guidewire.